Event description:
Tpn was primed and ready to hang, this nurse began to place it into alaris pump when tubing disconnected at site of "pump section" where it connects to blue plastic piece. To be specific, the tubing had not even been pushed into place within the pump when it disconnected on its own. This nurse immediately roller clamped above and below breakage and held on to both pieces to insure sterility was maintained. Resource nurse was called to assist, she brought new sterile tubing and re-spiked bag while this nurse continued to ensure ends of old tubing didn't come in contact with any surfaces during the transfer. No harm was caused to patient.